Manufacturer narrative:
The reporter has not provided sufficient clinical data for evaluation with this complaint. Therefore, the reported event could not be verified. Photos provided were reviewed by the manufacturing site. Photos 1 and 3 were of the patient eye and photo 2 and 4 were of a partial computer screen, the reported issues could not be confirmed from the photos. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because sufficient clinical data was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient is experiencing decompensation of their cornea and endothelial cell loss approximately one year following implant of a micro-filtration device. Additional information was requested.